Event description:
It was reported that the system with a pacemaker and this right ventricular (rv) lead showed syncopal events with pauses noted on cardiac monitor. The device was interrogated by physician and found to be in safety mode. A new rv lead planned same day as previous rv lead was found to have high thresholds and unreliable capture. A successful rv lead implant and generator change was performed. The pacemaker will be returned for further investigation. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).